Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining a reproducible elevated free thyroxine (frt4) for one (1) patient, generated by the unicel dxi 800 access immunoassay system. The elevated result did not correlate with the patient's thyroid stimulating hormone (tsh) results. The elevated frt4 result was not reported out of the lab. Subsequent testing of the patient's sample on alternate methodologies generated results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. The customer did not supply qc and system information. The customer will request more sample for customer product line support (cpls) testing. A clear root cause is unknown.